Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during a device check, the customer found that one of the belt guard's on the autopulse lifeband did not lock properly. This is an out of box failure. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse lifeband in complaint was returned to zoll for investigation. Investigation results are as follows: visual inspection was performed and it appears that the returned lifeband had not been used. Investigation of the lifeband found that the hinge located on the left corner/channel brace assembly was bent and out of position. Functional evaluation was unable to performed given the condition of the unit received. In summary the customer's reported complaint was confirmed. The hinge located on the left cover/channel brace assembly was bent out of position thus preventing the belt guards from locking in place.